Manufacturer narrative:
(B)(4). H2: additional information/device evaluation h3: device evaluated by manufacturer ¿ additional h6: type of investigation - additional.

Event description:
It was reported that the device displayed no sensor inserted. Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined.

Event description:
It was reported that the device displayed no sensor inserted. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).